Event description:
It was reported that the patient experienced an inadequate stimulation and was unable to charge the implantable pulse generator (ipg). All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 20047328. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).